Manufacturer narrative:
The inspire 8f hollow fiber oxygenator with integrated arterial filter is a non-sterile device assembled into a sterile convenience pack (code in00670) that is not distributed in the USA, so the di number is not applicable. The lot number of the sterile convenience pack was not provided and the expiration date of product could not be determined. The age of the device could not be calculated, as the lot number has not been provided. (B)(4).. PMA 510(k): the complained inspire 8f hollow fiber oxygenator with integrated arterial filter is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050703) is registered in the USA (510(k) number: k130433). Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6). Per exemption number e2016005, sorin group (B)(4). Is submitting the report for both sorin group (B)(4). The involved device was not made available for investigation. Based on investigation results of similar cases received in the past, the event does not appear to be ascribable to a device malfunction. The most probable root cause is multi-factorial including interaction with clinical procedure and patient. The frequency of occurrence for this type of event is on the improbable region (5*10-5), so no corrective action is deemed necessary at this time. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. If any additional information pertinent to the reported event is received it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report of poor oxygenation while using the inspire 8f hollow fiber oxygenator during a procedure. The perfusionist had to increase the flow to compensate. The oxygenator was not changed out and the case proceeded without further incident. There was no report of patient injury.